Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for the motor arm cannot communicate with the main arm and hardware low level failure. Customer was able to complete pump rewind. Customer¿s blood glucose was 4.4mmol/l at time of incident. Customer performed self test and it failed as well as insulin pump alarmed for hardware low level failure. Customer advised to revert to backup plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failures alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor.